Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through loading new cartridge using proper technique, and successfully resumed insulin therapy, and no additional information was received regarding any further outcome.